Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints regarding the lot number 9829469. B3: estimated date.

Event description:
According to the available information, hair was found in the 3 way foley.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and didn't find similar complaint on the lot 9828469. Checking quality database revelead no anomaly in connection with the described problem. Our hungarian site performed its investigation: the issue was caused by a human failure action(s): all involved employees have been retrained. The operators are aware of the rules, the mistake was caused by inattention. In addition our supplier, who sends the raw material to our hungarian site, has re-sensitized production operators about "hair presence" in november 2024 and about a good manufacturing practice in may 2024.

Event description:
According to the available information, hair was found in the 3 way foley.